Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow up through chest x-ray imaging it was observed that the pg device had lowered in position and the slack of the lead appeared to have decreased. Surgical intervention was performed to increase the slack of the lead and the pg device was re-fixed. The procedure was completed successfully without any further issues. No further adverse patient health effects were reported. This device is still in service and is not expected for return. Given this information this event has been concluded. Should updated information become available, a follow up report will be provided.